Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 27-may-2016 who had essure (fallopian tube occlusion insert) inserted in 2015, for birth control. Plaintiff relied on the benefits and risks as relayed by her healthcare provider in reaching her decision to have the essure procedure over the depo-provera shot. Shortly after her essure procedure, plaintiff began experiencing severe pain, excessive bleeding, pain during intercourse, bloating, among other injuries. On or about (B)(6) 2016, she underwent a hysterectomy. Follow up 16-jun-2016: quality-safety evaluation of ptc ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure began to experience severe pain (interpreted as pelvic pain) and excessive bleeding (interpreted as genital bleeding). She underwent a hysterectomy approximately 1 year after essure insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding and pelvic pain may occur. In the present case limited information was provided. Consumers medical history and concomitant conditions were not reported. Despite the limited information, given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia, menorrhagia, uterine enlargement, asthma, depression, anxiety, continuous positive airway pressure, intervertebral disc protrusion, attention deficit/hyperactivity disorder, vitamin b12 deficiency, bipolar disorder and post-traumatic stress disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2016 for birth control as well as cyanocobalamin (vitamin b12) from 2015 to 2016 and hydroxyzine hydrochloride (vistaril) from 2012 to 2015. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"), abdominal pain ("abdominal pain"), depression ("depression"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with topiramate (topamax), obetrol (adderall), fluoxetine hydrochloride (prozac), lamotrigine (lamictal),and surgery (endometrial ablation on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal distension, weight increased, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown, the dysmenorrhoea and migraine had resolved and the depression and headache was resolving. The reporter considered abdominal distension, abdominal pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Added laboratory data, concomitant drugs and treatment drugs were added. On (B)(6) 2014, she implanted essure (previously reported as 2015). Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, dysmenorrhea (cramping), weight gain / loss specify which one: weight gain, abdominal pain. On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2016). Updated events. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.